Event description:
New information notes that the device (B)(4) was explanted on (B)(6) 2015 prior to patient's death due to normal eri and the device that was explanted when the patient expired was a competitor bsx (gdt) pg g146, serial number (B)(4). Cause of death was reported as sudden no further information provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.